Event description:
On 11/13/1997 following a ptca procedure, a angio-seal device was placed in the left common femoral artery, following which oozing was noted. There were no sequelae until 11/18/1997, at which time a hematoma, noted as a "full density lump" was noticed lateral to the puncture site measuring approx 2x3 cm with ecchymosis. According to the physician, there was no swelling present or evidence of deep vein thrombosis (pt did have dvt in right leg from same ptca procedure). The dorsalis pedis and posterior tibial pulses were also listed as feeble. Follow-up on 11/19/1997 informed that an ultrasound was performed with no anomalous findings. No further treatment deemed necessary or performed.